Event description:
It was reported that a shaft break occurred. The 70% stenosed target lesion was located in the 4mm in diameter right coronary artery (rca). A non-bsc wire, a arg3 1/2 convey 6f guide catheter arg3 and a guidezilla¿ extension catheter were placed. A 4.00x16mm promus premier¿ was advanced and deployed. The physician encountered some resistance in removing the stent delivery balloon through the guidezilla¿. The stent delivery system was able to be removed. The physician then attempted to remove the guidezilla¿ however, the shaft of the guidezilla¿extension catheter detached. The extension catheter was in the non-bsc control valve. The physician reached in and pulled the remainder of the extension catheter out. No patient complications were reported and the patient¿s status is fine and stable.

Manufacturer narrative:
Device evaluated by MFR: microscopic examination and tactile inspection revealed numerous kinks in the shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft bond and damage to the collar. The ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination presented no damage or irregularities to the tip. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).